Event description:
Av graft/fistula angiogram with angioplasty. Ruptured dilation balloon and unable to remove balloon from sheath. Balloon removed via 2nd sheath and snare. Graft then clotted and declotted via special procedures. Pt admitted for extended retavase infusion. Another graft was done on left arm after attempts to open the graft on the right arm failed.